Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient was having many problems with the implant starting the third week of (B)(6) 2016; it wasn¿t the device itself, but she guessed it was the way they put it in. It had slipped or moved or ¿something.¿ she consulted with a healthcare provider regarding the problems and it was determined a revision was needed. She had a revision surgery on (B)(6) 2016. She also noted taking medications. After the revision, the patient was trying to use the patient programmer to verify the implantable neurostimulator (ins) status. She was seeing an unfamiliar screen and described the replace the patient programmer batteries screen. She had previously changed the batteries and was surprised they died that fast. The patient hadn¿t used the programmer in a while and planned to change the batteries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.